Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer reported a blank display resolved with troubleshooting. The customer declined troubleshooting for the high blood glucose level. The customer was advised to call if the issue reoccurs. The insulin pump will not be returned.